Event description:
The reporter states that the pt experienced altered mental status. His blood glucose was 145 mg/dl on the accu-chek info meter. His lab result was 30 mg/dl. Timeframe between the 145 mg/dl meter result and the lab collection unk. Stroke protocol initiated based on the 145 mg/dl blood glucose result. The pt was also treated for hypoglycemia and he improved after treatment. Timeframe between blood glucose result and hypoglycemic treatment unk. New system sent to customer and return requested.